Event description:
A malfunction was reported with a code identified as malf 0. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, resolving the issue effectively. The malfunction code did not recur, and the customer was instructed to continue using the pump and advised to report back if any further issues arose.